Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. Please see updates to d4, d8, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. However, another reportable malfunction was found where a poor plug unit was causing a noisy image. Based on the results of the investigation, the reported event was likely due to damage or deterioration of parts, environment problems such as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided.

Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had an image blackout. There were no reports of patient harm.